Manufacturer narrative:
End user fell while ambulating with the rollator. It was reported that the brakes were not holding. No serious injury was initially diagnosed. Two weeks later it was determined that the user suffered three compression fractures of her spine. She was admitted to the hospital and underwent surgery. The rollator was returned and evaluated. From the condition of the brake cable, it can be determined that the brakes were never adjusted after the product left the manufacturing facility. Both brakes activate and contact the rear tires when either pulled up, or pushed down into the locked position. The device was evaluated and the alleged failure could not be duplicated. The brakes were found to function as intended. Due to the reported compression fractures and subsequent need for surgery this medwatch is being filed.

Event description:
It was reported that the right brake on the rollator was not working properly and the end user fell. Three compression fractures were later identified.